Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had high blood glucose. Customer's blood glucose value was 530 mg/dl at the time of the incident. The drive support cap appears normal (slightly indented).customer is able to perform hp test at this time. Assisted with performing the hp test was passed. Customer will not return device for analysis.